Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device:uterus") in a 29-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included gerd, uterine fibroids and uterine leiomyoma. Concomitant products included clonazepam since 2015, ferritin (profer) from 2010 to 2011, naproxen in 2015 and pantoprazole (protonix) since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower abdomen/ lower left side pain/ cramping"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes: unable to hold my urine"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced uterine leiomyoma ("multiple uterine fibroids/ fibriods"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, uterine leiomyoma, bacterial vaginosis, female sexual dysfunction, depression, urinary incontinence and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received; events outcome updated. Historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device:uterus") in a 29-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's concurrent conditions included gerd, uterine fibroids and uterine leiomyoma. Concomitant products included clonazepam since 2015, ferritin (profer) from 2010 to 2011, naproxen in 2015 and pantoprazole (protonix) since 2015. On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower abdomen/ lower left side pain/ cramping"). In june 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes: unable to hold my urine"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2015, the patient experienced uterine leiomyoma ("multiple uterine fibroids/ fibriods"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, uterine leiomyoma, bacterial vaginosis, female sexual dysfunction, depression, urinary incontinence, dysmenorrhoea and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and abdominal pain had resolved and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device:uterus") in a 29-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's concurrent conditions included gerd. Concomitant products included clonazepam since (B)(6), ferritin (profer) from (B)(6) to (B)(6) , naproxen in (B)(6) and pantoprazole (protonix) since (B)(6). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower abdomen/ lower left side pain/ cramping"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes: unable to hold my urine"). In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced uterine leiomyoma ("multiple uterine fibroids/ fibroids"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, uterine leiomyoma, bacterial vaginosis, female sexual dysfunction, depression, urinary incontinence, dysmenorrhoea and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and abdominal pain had resolved and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history updated. Event fibroids was clubbed with previously reported event. Events bacterial vaginosis, female sexual dysfunction, anxiety, depression, urinary incontinence, dysmenorrhoea, dyspareunia, abdominal pain lower, vulvovaginal pain, abdominal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device:uterus") in an adult female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and uterine leiomyoma ("multiple uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered device expulsion, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - case updated as incident and valid. New event "abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), migration of essure device location of device:uterus, pain, did not performed essure confirmation test" were added. Lot number was added. Product implant date was updated. New reporter were added. Event 'severe physical injuries/injured' was deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.